Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient has a history of atrial fibrillation. The patient suffered cardiac arrest and cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the ablation phase of an afib procedure while using biosense webster products a pericardial effusion was diagnosed via intra cardiac echo (ice) catheter after the patient's pressure dropped and the patient went in tamponade. Cardiopulmonary resuscitation (CPR) was initiated while preparing for the pericardiocentesis. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The physician's opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did require extended hospitalization because of the adverse event. The generator used in the case was a smart ablation generator. The transseptal puncture was performed with a baylis medical versacross® access solution and a versacross® transseptal sheath, j-tip mechanical guidewire, versacross ® rf wire 0.035" pigtail, 180cm and a connector. Ablation was performed prior to the cardiac tamponade and there was no evidence of a steam pop. An irrigated catheter was used in the event and the flow settings are unknown. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set to standard recommend. No additional filters were use and the color options used prospectively were ablation index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 9-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that a male patient (age was in 70s) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient has a history of atrial fibrillation. The patient suffered cardiac arrest and cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the ablation phase of an afib procedure while using biosense webster products a pericardial effusion was diagnosed via intra cardiac echo (ice) catheter after the patient's pressure dropped and the patient went in tamponade. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The physician's opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did require extended hospitalization because of the adverse event. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thmcl smtch sf catheter. Per the event, several tests were performed. The force, magnetic, and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30676866l number, and no internal actions related to the complaint were found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review, it was identified that there is a discrepancy in the events that occurred. CPR was never performed on this patient. Everything else is accurate. Manufacturer's reference number: (B)(4).